Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the single use loading unit (sulus) from both instruments noted that all the staples were partially advanced in the cartridges. The staples were in usable unformed condition. Functionally, the advanced staples in the sulus were reused and reset inside the cartridges. The instruments and sulus were applied to test media with proper staple formations. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the advanced staple condition may occur when the firing stroke is not completed during application. The instructions for use of this product state: to fire the instrument, squeeze the handle a second time until it reaches a solid stop and it locks in the back position. If the instrument handle is partially squeezed during firing then released, bleeding may occur as the instrument was not fully fired. The current packaging design for the product does not allow room for advanced staples, thus the condition could not have occurred during assembly or shipment. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the stapler was difficult/unable to close. The surgeon was not able to either to move the handle, nor close the jaws (anvil). He tried another one with the same result. The device was used during the procedure but was not used to the patient. There was no patient injury.